Event description:
A report from law offices indicates a litigation filed on the behalf of pt. In this report, the pt states that she had worked in the urology the pt states that she had worked in the urology dept where cidex solution was used. In jan of 1998, sought med attention for symptoms of pneumonia and was treated. She believes that her medical condition may be related to exposure to the disinfectant vapors. There is no further info as this case is pending litigation.